Event description:
A (B)(6) female patient notified her doctor that wires came out of her electrode belt. Zoll customer support was notified and issued the patient a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.